Event description:
The health care professional was unable to refill the pump. The pump was replaced. There was no patient injury. The patient recovered without sequela. The medication being delivered via the pump was not reported.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.